Event description:
A customer contacted beckman coulter inc., (bec) and reported an internal leak, less than 1ml, inside their coulter lh 500 hematology analyzer at the top of the differential mixing chamber and high pressure errors. The customer was wearing gloves and a lab coat and there was no direct biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges it's customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched on (B)(4) 2012 to the customer site. The fse inspected the instrument and found a cracked fitting on the top of the differential mixing chamber and the mixing chamber was replaced to correct the leak. The source of the leak was cracked fitting on top of differential mixing chamber. (B)(4).